Event description:
Additional information stated there was a revision the week prior to report and both extensions were replaced. It was reported there were no malfunction and the patient was doing great.

Event description:
It was reported that they were unable to adjust stimulation. It was noted that the display showed ¿call your doctor¿ icon. It was noted the there was an out of regulation (oor) condition. It was noted that the patient first saw the oor message on the patient programmer on the morning of report. It was reported that while stimulation was on the patient reported no stimulation sensation. It was noted that an oor was seen on the patient programmer. It was noted that the implantable neurostimulator (ins) was interrogated and impedances were all greater 10,000. It was noted that there was a sudden loss of therapy the night before last prior to report. It was noted that there were no falls or trauma. It was noted that the amplitude was increased to 3.0 v and impedance test re-run. It was noted that impedances measured c1: 968, c2:1089, c3:735 c1 electrodes programmed: (9,10) it was determined that not all electrodes were out of range (0-4) greater than 10,000 others within range with 9 reference electrodes. It was further noted that the patient was not getting stimulation sensation even with the electrodes programed that were with in normal range. Additional information received reported that there were no lead fractures. It was noted that the patient could not get any stimulation after troubleshooting. It was further noted that the patient will be seeing the doctor for a revision of the lead or extension.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009: product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009: product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009: product type programmer; patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009: product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009: product type recharger. (B)(4).